Manufacturer narrative:
The device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a carotid procedure, the patient experienced increased and decreased blood pressure. The 95% stenosed target lesion located in the ostium of the left internal carotid was 15mm long with a reference vessel diameter of 8mm. The lesion was treated with a filterwire ez and placement of a carotid wallstent. Following post-dilation, residual stenosis was 10%. During the index procedure, it was noted that the patient experienced increased and decreased blood pressure. "No action was taken to treat this event and the event was considered resolved without residual effects." The patient was discharged 1 day later.